Event description:
Device 1 of 2 reference MFR report: 3008829311-2017-00346 it was reported the patient's axium neurostimulator system was explanted due to the patient never having received adequate pain relief.